Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was able to reproduce the reported issue. To fix the issue, the fse replaced the batteries. The unit then passed all tests and functional tests performed and was returned to the customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) not working on batteries. There was no patient involvement.